Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had ongoing issue with air bubbles in the reservoir. Customer stated that the following day after loading the reservoir, he notices that the smaller air bubbles comes together to form a larger air bubble. Customer stated that he usually has high blood glucose readings due to this issue. Customer mentioned that earlier in the day his blood glucose reading was 117 mg/dl and since then has rose to 248 mg/dl. Customer removed the reservoir and flicked the air bubbles and his blood glucose readings dropped to 122 mg/dl and then later in the day to 55 mg/dl. Customers current blood glucose reading is 122 mg/dl. Customer declined any troubleshooting and no product is being returned.